Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
It was reported that the patient had itb due to spasticity after head injury. The patient had return of spasticity. No csf could be withdrawn from the pump catheter access port. In the or, a kink in the catheter was noted. The patient also underwent device troubleshooting including a catheter dye study which revealed that the catheter was patent. Also when the catheter was disconnected from the pump, good csf backflow was noted. The catheter was straightened and the patient had resolution of increased spasticity. Seven days later, the patient was seen in the emergency room with increased spasticity. The patient was again admitted to the hospital. At 24 days later, the patient remains hospitalized with symptoms of increased spasticity and sweating. Two days later, the patient remained hospitalized. It was noted that there were no volume discrepancies with the patient's pump. The hcp was considering further troubleshooting. No patient outcome was reported. The patient's pump contained baclofen 2000 mcg/ml delivering at a rate of 250.3 mcg/day.